Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from slovakia alleged a false positive result with the cobas® sars-cov-2 & influenza a/b test (scfa) for use on the cobas® liat® system. According to the customer, the test results were invalid two times with the 3rd run testing positive for sars-cov-2, influenza a/b. Confirmation testing, however, was negative for all 3 targets. Although requested, it is still unknown of the type of platform used and whether the same sample was repeated for the confirmation testing . The positive result was not reported to the medical personnel and no harm is alleged. An investigation is ongoing.

Manufacturer narrative:
An investigation was performed on the alleged reagent to rule out any contribution, and the complaint allegation was not observed. (B)(4).